Event description:
It was reported that the patient had an explant and replacement due to an infection. The clinical specialist (cs) was assisting with cases in a neighboring territory. The patient was to be explanted and when asked for the reason, the physician stated it was due to infection. The patient was one year post-implant. The pocket and possibly the lead were both now infected. The cs asked why they were explanting an actively infected device and lead rather than waiting 3-6 months to reimplant. The physician then asked the cs why they would wait, to which the cs answered that it was policy. The physician dismissed the policy and stated there was no reason to wait to reimplant the patient. The original right-side ins incision site was red and puffy. The physician opened it and the lead came out very easily with the ins. The explanted system was placed in a metal bowl on the surgical field along with the 4x4s, instruments used during the explant and wash-out. The bowl was handed to the physician's scrub professional and asked them to send the device to pathology. When the physician turned back to the patient, the scrub professional placed the 4x4s and instruments back on the surgical field. The cs spoke up and let the scrub professional know that those products were contaminated. The physician turned and informed the scrub professional to take those with them as well, and continued the case. The physician changed their gloves but did not set up a new surgical field nor re-scrub. A new system was implanted. Medical/surgical intervention was required. It was reported that the patient experienced an infection at the original implant site, first noticed in (B)(6) 2024. A new ins and tined lead were implanted. The patient reported approximately 50% improvement in symptoms. As of the most recent update, the original site is "looking better" but not fully healed. The new site is also healing, per a follow-up with the physician. The patient has diabetes, high blood pressure, osteoporosis, and arthritis, which may have contributed to the infection. Patient has yet to follow up. The patient's infection has resolved with antibiotics. No further complications reported. The physician's team shared lab results from the patient's explant, which included a culture report. The information was sent encrypted due to the inclusion of patient documentation. It was confirmed that the healthcare facility destroyed the ins and tined lead, and they are no longer available for evaluation.

Manufacturer narrative:
Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to infection, inflammation, and redness which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had an explant and replacement due to an infection. The clinical specialist (cs) was assisting with cases in a neighboring territory. The patient was to be explanted and when asked for the reason, the physician stated it was due to infection. The patient was one year post-implant. The pocket and possibly the lead were both now infected. The cs asked why they were explanting an actively infected device and lead rather than waiting 3-6 months to reimplant. The physician then asked the cs why they would wait, to which the cs answered that it was policy. The physician dismissed the policy and stated there was no reason to wait to reimplant the patient. The original right-side ins incision site was red and puffy. The physician opened it and the lead came out very easily with the ins. The explanted system was placed in a metal bowl on the surgical field along with the 4x4s, instruments used during the explant and wash-out. The bowl was handed to the physician's scrub professional and asked them to send the device to pathology. When the physician turned back to the patient, the scrub professional placed the 4x4s and instruments back on the surgical field. The cs spoke up and let the scrub professional know that those products were contaminated. The physician turned and informed the scrub professional to take those with them as well, and continued the case. The physician changed their gloves but did not set up a new surgical field nor re-scrub. A new system was implanted. The patient's infection has resolved with antibiotics. No further complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead:(B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had an explant and replacement due to an infection. The clinical specialist (cs) was assisting with cases in a neighboring territory. The patient was to be explanted and when asked for the reason, the physician stated it was due to infection. The patient was one year post-implant. The pocket and possibly the lead were both now infected. The cs asked why they were explanting an actively infected device and lead rather than waiting 3-6 months to reimplant. The physician then asked the cs why they would wait, to which the cs answered that it was policy. The physician dismissed the policy and stated there was no reason to wait to reimplant the patient. The original right-side ins incision site was red and puffy. The physician opened it and the lead came out very easily with the ins. The explanted system was placed in a metal bowl on the surgical field along with the 4x4s, instruments used during the explant and wash-out. The bowl was handed to the physician's scrub professional and asked them to send the device to pathology. When the physician turned back to the patient, the scrub professional placed the 4x4s and instruments back on the surgical field. The cs spoke up and let the scrub professional know that those products were contaminated. The physician turned and informed the scrub professional to take those with them as well, and continued the case. The physician changed their gloves but did not set up a new surgical field nor re-scrub. A new system was implanted. Medical/surgical intervention was required. It was reported that the patient experienced an infection at the original implant site, first noticed in (B)(6) 2024. A new ins and tined lead were implanted. The patient reported approximately 50% improvement in symptoms. As of the most recent update, the original site is "looking better" but not fully healed. The new site is also healing, per a follow-up with the physician. The patient has diabetes, high blood pressure, osteoporosis, and arthritis, which may have contributed to the infection. Patient has yet to follow up. The patient's infection has resolved with antibiotics. No further complications reported. The physician's team shared lab results from the patient's explant, which included a culture report. The information was sent encrypted due to the inclusion of patient documentation. It was confirmed that the healthcare facility destroyed the ins and tined lead, and they are no longer available for evaluation.